Event description:
As reported, after a vascular interventional procedure, the 5f exoseal vascular closure device (vcd) could not properly release the gelatin sponge at the puncture site. Hemostasis was later achieved by manual compression of the puncture site. This adverse event caused no harm to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). A retrograde approach was used, and angiography verified femoral artery suitability, including appropriate sheath insertion angle and vessel diameter at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during insertion or advancement, and there was no difficulty connecting the sheath introducer to the device. The sheath introducer engaged and locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. However, the indicator window did not turn solid black, and the deployment button could not be fully depressed. Ther device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, after a vascular interventional procedure, the 5f exoseal vascular closure device (vcd) could not properly release the gelatin sponge at the puncture site. Hemostasis was later achieved by manual compression of the puncture site. This adverse event caused no harm to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). A retrograde approach was used, and angiography verified femoral artery suitability, including appropriate sheath insertion angle and vessel diameter at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during insertion or advancement, and there was no difficulty connecting the sheath introducer to the device. The sheath introducer engaged and locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. However, the indicator window did not turn solid black, and the deployment button could not be fully depressed. The product was discarded. A review of the manufacturing documentation associated with lot 18436364 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a vascular interventional procedure, the 5f exoseal vascular closure device (vcd) could not properly release the gelatin sponge at the puncture site. Hemostasis was later achieved by manual compression of the puncture site. This adverse event caused no harm to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). A retrograde approach was used, and angiography verified femoral artery suitability, including appropriate sheath insertion angle and vessel diameter at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during insertion or advancement, and there was no difficulty connecting the sheath introducer to the device. The sheath introducer engaged and locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. However, the indicator window did not turn solid black, and the deployment button could not be fully depressed. Ther device will not be returned for evaluation as it was discarded. The hospital reported this case as a serious injury adverse event to the china nmpa.